Event description:
It was reported that during a revision procedure to replace the superion indirect decompression system implant with a smaller size (MDR 3006630150-2021-06190 in (B)(4) the surgeon determined that the implant had tilted forward at an angle where it could not be accessed by the instruments in the device kit. The surgeon used a surgical instrument to grab onto the implant and while trying to twist it out, the spinous process bone fractured. After removing the implant, the surgeon used a set of tools to remove the broken pieces of bone. He successfully removed all the pieces. The patient was fine and able to walk out with no issues post operatively.